Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed throughout the ablation. The user elected to continue ablation but commented that it was a persisting issue. There were no patient complications reported in relation to this event.